Manufacturer narrative:
The lot number was not provided, and the product remains implanted. Additional information will be submitted within 30 days of receipt.

Event description:
Zhao et the safety and efficacy of stenting in the treatment of complex posterior cerebral artery aneurysms: a seven-case report of literature review; clinical neuroradiology journal 10.1007/s00062-013-02199; report a case of a patient for whom 13 months after the index procedure imaging showed in stent stenosis of the implanted enterprise stent (enc452212/lot unk). The event was treated with another enterprise stent (enc452812/lot unk). The target site was the p2a dissecting aneurysm that measured 7.2 with a neck of 3.7.

Manufacturer narrative:
Zhao etc the safety and efficacy of stenting in the treatment of complex posterior cerebral artery aneurysms: a seven-case report of literature review; clinical neuroradiology journal 10.1007/s00062-013-02199 reported a case of a patient for whom 13 months after the index procedure imaging showed in stent stenosis of the implanted enterprise stent (enc452212/lot unk). The event was treated with another enterprise stent (enc452812/lot unk). The target site was the p2a dissecting aneurysm that measured 7.2 with a neck of 3.7. The device remains implanted and the lot number is not available to conduct DHR. Stenosis of the stented segment is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use. Underlying patient and procedural factors may play a role; however, based on the available information, no conclusion can be made regarding possible contributing factors. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.